Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a representative for a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. They reported that the representative (rep) met with a patient for post-op appointment today. The rep reported that they couldn't increase stimulation beyond 0.3 ma in all programs. An impedance check showed all electrode combinations were greater than 4k ohms. The rep wasn't sure if the healthcare provider (hcp) pulled/tugged on the lead prior to closing during implant surgery. Technical services (ts) told the rep there was not anything that can be done at this point, other than revision surgery.